Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after a vibratory alert due to low right atrial lead impedance. The patient was stable. No intervention was performed.